Event description:
The doctor connected the ventricular catheter to the valve and tested according to the testing method. The saline water did not flow through from the outlet site. Occlusion was suspected.